Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was not in safety mode. The device had a 1003 code indicative of battery voltage too low for the projected remaining capacity. The clinic chose to clear the fault and do increased frequency monitoring. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was not in safety mode. The device had a 1003 code indicative of battery voltage too low for the projected remaining capacity. The clinic chose to clear the fault and do increased frequency monitoring. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was not in safety mode. The device had a 1003 code indicative of battery voltage too low for the projected remaining capacity. The clinic chose to clear the fault and do increased frequency monitoring. This pacemaker remains in service. No adverse patient effects were reported.